Event description:
It was reported to resmed that an astral device does not maintain positive end expiratory pressure (peep). There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint and revealed a self-cleared peep blower failure alarm. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).